Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged multiple times during the implant procedure and again post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.